Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right atrial (ra) lead exhibited out of range impedance measurements. No noise was noted. It was indicated isometric tests and pocket manipulations would be performed. All other measurements were appropriate. No adverse patient effects were reported.

Event description:
Subsequent information was received from the patient that the ra lead was programmed "off" due to chronic atrial fibrillation. No adverse patient effects were reported.